Manufacturer narrative:
(B)(4). It is unknown if the device will be returned; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the duodenum during esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2021. During the procedure, the catheter lock did not lock and both flanges started to deploy leaving too much of the stent in the second portion of the duodenum. The device was removed and the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.